Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (b(6) 2024. On 01/14/2024, it was reported that the patient was travelling to (B)(6) with her family. While on the plane, the patient passed out and had two episodes of seizures. During the first seizure, her family member was able to give her a shot of glucagon that was in her purse. The patient remained unconscious and had another seizure. Unfortunately, no one on the plane had any glucagon and they could not do an emergency landing anywhere. The nurse, flight attendant, and her family member continued to put in some sugar packets into the patient's mouth to keep her alive. Patient said her cgm reading was 55 mg/dl before she passed out; however, the patient felt the egv was inaccurately high. She believed that she should not be passing out with an egv of 55 mg/dl, and that she would probably pass out around 30 mg/dl, of note. The display device will show the word low for egv 39 mg/dl and below. No bg was taken on the plane. When the plane landed, an ambulance was called and patient was immediately taken to a hospital. When they arrived at the hospital, the doctor checked her bg but the patient unable to remember the value. The egv at that time was not documented. She was given anti-nausea medicine and IV fluid for dehydration. After getting a glucagon shot, the patient was feeling sick and throwing up. The patient stayed in the hospital for two days and was discharged on (B)(6) 2024. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.